Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit, flare occurs and no image is visible. A root cause could not be identified. Based on the results of the investigation, it is likely that the water leak in cable unit, flare occurrence and no image was the result of a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had faulty connection in the cable during set up / inspection for use. There were no reports of patient involvement.